Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported damaged cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) levels rose to 14.8 mmol/l (266.4 mg/dl), while wearing the pod between 36 and 48 hours on the arm. It was noted that the cannula was damaged. In attempts to treat the hyperglycemia, the patient administered multiple corrections, but was unsuccessful in bringing their bg levels down.

Manufacturer narrative:
The received device had the cannula assembly deployed. No bends, kinks, or tears were observed in the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. Blood was observed on the adhesive pad, however, no evidence was found that would result in bleeding/bruising to occur at the infusion site. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. For your reference, insulet modified our internal investigation finding codes effective (B)(6)2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.